Event description:
It was reported this probe was used for a liver ablation procedure. When the needle was withdrawn it was noted the shaft insulation had peeled. A metal introducer had been used. The procedure was completed successfully with another probe. It was noted the pt was burned and a portion of the burn was surgically removed. No other complications were reported. This device has been received and evaluated by this MFR. Insulation damage was noted at 3 to 3 1/2 centimeters from the tip of the cannula. The co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The directions for use state: "the r/f electrode probe is intended to be used in conjunction with a radio therapeutics corp radio frequency (rf) generator for thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesion...localized burns to the pt or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula...use of this device results in localized elevated temperatures which can cause thermal injury to the skin if the electrode is deployed in a shallow position. In addition, tissue or organs adjacent to the tissue being ablated may be thermally injured."